Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear) opening. And missing assessed, as inconclusive. Shell thickness was within specification).

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.